Event description:
A manufacturer representative (rep) reported that the patient potentially experienced a cerebrospinal fluid (csf) leak during needle entry. The physician did not indicate that the product was the cause of the event. No environmental/external/patient factors were indicated and the patient had a follow up appointment on (B)(6) 2016. Additional information received from the rep indicated there was no problem with the lead. The physician did not want to access the epidural space again after the previous csf issue. The csf leak was resolved. The device was indicated for spinal pain. Additional information was received from the patient via a rep. The patient reported a burning sensation near the implantable pulse generator on (B)(6) 2016. The physician inspected the incision and prescribed medicine. The physician also ordered a CT scan of the thoracic region.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.